Event description:
Additional information received indicated that the device was explanted.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the non-sustained rv oversensing was observed due to post-paced t-wave oversensing. The patient was asymptomatic. Programming changes were made and further testing was recommended.